Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the touch panel on the processor. This device is not marketed in us, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
Upon opening inspection, the engineer found that the flickering lines on the touch panel of the processor. The service engineer confirmed this defect. The time of event is before use. There was no report of patient harm.